Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 06/03/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On 06/03/2024, it was reported that the patient experienced a skin reaction with redness, inflammation, cellulitis, infection and hot to the touch under entire patch area, which occurred 3 days after the sensor had been inserted in the arm. The patient´s wife took him to the hospital and there he was diagnosed with cellulitis and they prescribed oral antibiotics (keflex for 7 days). The patient was discharged the same day. The patient was in good condition at the time of report. No additional event or patient information is available.